Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. The customer stated that the insulin pump suspended while trying to bolus. Sensor glucose was reading 55, but blood glucose value was 199 mg/dl. The customer was advised about insertion and calibration best practices. The sensor will be returned for analysis.